Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to unknown reasons. It is unknown if the death was device related. It was additionally reported that a second device, #3000tfx, was implanted. Refer to MFR#: 2015691-2009-09894. A model#: 2700 , which is reportable on an alternative summary report, was also explanted. No further details were reported. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.